Manufacturer narrative:
Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, lost sensor alarm/calibration not accepted anomaly and was hospitalized for high bgs found on 20-jul-2023 (per ss event date). On case (B)(4), svn#: (B)(6) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and high bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 28-apr-2022. There was no data available to check no delivery alarm/insulin flow blocked alarm in the formatted history file on the event date of 28-apr-2022. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event date 28-apr-2022 in the formatted history file.  There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date and before/after the event date of 20-jul-2023. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the event date of 20-jul-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 20-jul-2023 listed on smartsolve. Daily total of a llin sulin delivered: 509250 (50.925 u) daily total of basalin sulin delivered: 244750 (24.475 u) daily total of bolus insulin delivered: 264500 (26.45 u) on (B)(6) 2023 01:10:19.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 16000 (1.6 u) bolus amount delivered: 16000 (1.6 u) on (B)(6) 2023 08:13:27.000 normal bolus delivered (220) bolus programming method: cl1bgcorrection (6) normal bolus amount programmed: 12500 (1.25 u) bolus amount delivered: 12500 (1.25 u) on (B)(6) 2023 09:51:49.000 normal bolus delivered (220) bolus programming method: cl1bgcorrection (6) normal bolus amount programmed: 2000 (0.2 u) bolus amount delivered: 2000 (0.2 u) on (B)(6) 2023 11:13:06.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amountprogrammed: 26500 (2.65 u) bolus amount delivered: 26500 (2.65 u) on (B)(6) 2023 13:08:38.000 normal bolus delivered (220) bolus programming method: cl1bgcorrectionplusfoodbolus (8) normal bolus amount programmed: 34000 (3.4 u) bolus amount delivered: 34000 (3.4 u) on (B)(6) 2023 18:41:03.000 normal bolus delivered (220) bolus programming method: cl1bgcorrectionplusfoodbolus (8) normal bolus amount programmed: 63500 (6.35 u) bolus amount delivered: 63500 (6.35 u) on (B)(6) 2023 19:35:47.000 normalbolusdelivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 20000 (2 u) bolus amount delivered: 20000 (2 u) on (B)(6) 2023 20:16:57.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 27000 (2.7 u) bolus amount delivered: 27000 (2.7 u) on (B)(6) 2023 20:18:21.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolusamount programmed: 15000 (1.5 u) bolus amount delivered: 15000 (1.5 u) on (B)(6) 2023 21:04:19.000 normalbolusdelivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 20000 (2 u) bolus amount delivered: 20000 (2 u) on (B)(6) 2023 21:50:49.000 normal bolus delivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 28000 (2.8 u) bolus amount delivered: 28000 (2.8 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 20-jul-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: on (B)(6) 2023 07:09:00.000 on (B)(6) 2023 06:44:00.000 14:46:00.000 on (B)(6) 2023 04:23:00.000 on (B)(6) 2023 04:33:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: on (B)(6) 2023 15:04:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert/alarm/calibration not accepted anomaly or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: on (B)(6) 2023 01:09:00.000. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 08:58:27.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 20-jul-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6)2023 at 9:50:59 am. There was no power data available for the date of (B)(6) 2023 at 01:09:00.000. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. No delivery alarm/insulin flow blocked alarm and lost sensor alarm/calibration not accepted anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported multiple insulin flow block alarms even after changing the infusion set due to which customer experienced hyperglycemia with blood glucose value of: 27 mmol/l and admitted in hospital for 2 days. Also customer reporting lost sensor signal, change sensor, calibration not accepted alert were received. Troubleshooting was performed and found that the insulin flow block issue was not resolved even after trying all the remedies. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.